Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation, a type e dissection, no re-flow and an abrupt vessel closure occurred. The events were identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of (B)(6). The target lesion originated in the distal popliteal and extended into the anterior tibial (at) artery. The physician used a 7fr introducer sheath, supracore guide wire and a 6fr guide catheter to access the lesion. The supracore guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. Several runs at low and medium speed were performed to treat the lesion. The oad was removed and the physician followed-up atherectomy with balloon angioplasty. At this point, the physician treated additional focal lesions via different atherectomy modalities. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by core lab identified a perforation, a type e dissection, no re-flow and an abrupt vessel closure; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.